Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27.

Event description:
The customer reported an increase in initial (B)(6) architect havab-igg results which upon repeat are (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets determined that there is a slightly elevated complaint activity for lot 95381li00. A review of the tracking and trending report determined that there are no trends identified for the product issue. Return testing was not completed as returns were not available. Historical performance of lot 95381li00 was evaluated using world wide data from abbottlink. The review showed that the median and the sds to cutoff of the negative population for the lot was within established baselines. Therefore, the performance of the lot is not compromised. The customer observed several reactive patient results, which tested nonreactive after centrifugation. Possibly, sample integrity may have contributed to the issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified architect havab igg, lot 95381li00.